Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose levels are sometimes elevated. Troubleshooting did not identify any insulin leaking or air bubbles in the infusion system. The patient and her doctor think that the infusion device is not always delivering insulin and causing the elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report. (B)(4).